Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed noise and oversensing resulting in the delivery of an inappropriate shock. The noise was unable to be reproduced. The device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.